Manufacturer narrative:
(B)(6) (failure to maintain grasp).the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of three complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-00458 and 3005099803-2011-00459 for the other associated device information. It was reported to boston scientific corporation that three speedband superview super 7 multiple band ligators were used during an esophagogastroduodenoscopy (egd) variceal banding performed on (B)(6), 2011. According to the complainant, during the procedure, in all three instances, five bands from each device fell off the varices and into the patient. The bands were left to pass naturally. A total of six bands were deployed successfully (two bands from each device). The six bands were enough to complete the procedure. There were no patient complications reported as a result of this event.